Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm noted during test. Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was around 150 or 160 mg/dl. Customer stated that he had received a low battery warning on his insulin pump and that he had replaced the battery. Customer stated that the battery was laying on his desk and that he isn't 100% sure that its a new battery. Troubleshoot for failed battery test alarm was performed and contacts are not missing or damaged . Customer stated that there isn't a spring inside his battery compartment. Customer stated that the spring is missing. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.